Event description:
This case was initially received via regulatory authority FDA (reference number: mw5069203) on 10-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("continued chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included diphenhydramine hydrochloride (benadryl), salbutamol (albuterol) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), migraine ("increase chronic migraines") and blood urine present ("episodes of blood in urine"). The patient was treated with surgery (removal of device). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, migraine and blood urine present outcome was unknown. The reporter considered blood urine present, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: essure sterilization device was surgically implanted in tubes during a partial hysterectomy. Company causality comment this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain ("continued pelvic pain"). Essure was placed during a partial hysterectomy. Essure was removed. Pelvic pain is serious due to its medical importance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, during essure use, consumer had abdominal pain and essure was removed. Although the partial hysterectomy serves an alternative explanation for pelvic pain, the event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The ptc investigation was initiated. No active follow-up will be pursued.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("continued chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included diphenhydramine hydrochloride (benadryl), salbutamol (albuterol) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), migraine ("increase chronic migraines") and blood urine present ("episodes of blood in urine"). The patient was treated with surgery (removal of device). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, migraine and blood urine present outcome was unknown. The reporter considered blood urine present, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: essure sterilization device was surgically implanted in tubes during a partial hysterectomy. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.